Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an arteriovenous (av) procedure, a dissection occurred. Vascular access was obtained through a radial artery. The 50% stenosed lesion was located in a non calcified and moderately tortuous left brachial artery. The physician advanced the 8.0mm x 2.0cm peripheral cutting balloon (pcb) to the av fistula and inflated the balloon to 8atms. Upon deflation, the balloon material did not properly refold and one of the blades was left exposed. While removing the device, the exposed blade cut the entire length of the 7fr super sheath. The device was removed from the patient. The super sheath was then removed from the patient and replaced with an unspecified sheath. Angiography was performed and a dissection was noted. The physician successfully treated the dissection with a 6mm x 100mm non-bsc covered stent. The patient experienced a hematoma in the upper left arm. No further patient complications were reported and the patient's status is fine.